Event description:
Following angioplasty of the left peroneal artery, the 3.0 balloon (nanocross) was deflated by the physician and during the removal of the balloon, the physician noticed something "snapped" within the feel of the balloon. While removing the wire which was within the feel of the balloon. While removing the wire which was within the balloon lumen with the use of fluoroscopy, the physician saw a piece of the balloon within the vessel. All balloon fragments were removed and it was determined by the physician and the vendor present that all fragments were retrieved. The vendor has removed all product from stock.